Event description:
It was reported that there was a no disposable clamp tubing alarm while a patient was driving. Turning pump off/on did not resolve alarm. The patient switched to a backup pump and new cassette which was working without issue. The cassette was discarded. No injury to patient was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number, and lot number are unknown, no information provided to date.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.